Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and force test of the returned device were performed following j&j medtech procedures. Visual inspection revealed that the pebax was broken. A force test was performed and the device was recognized and visualized correctly; however, error 106 displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive (polyurethane - pu) on the wires. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force sensor error reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The hole in the pebax are not related to the issue reported. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The root cause of the adhesive condition was traced to the manufacturing process. The instructions for use (IFU) contain the following information: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Internal actions are being performed to address process opportunities related to adhesive issues. Explanation of codes: investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the hole in the pebax identified by bwi pal. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the open circuit related to force sensor issues. Investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) were selected as related to the insufficient adhesive in the peek housing section. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional sf approved under p030031/s078. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction ablation procedure with a smart touch unidirectional sf for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that 106 alert code occurred after catheter plugged into carto 3 system and before first ablation. A second device was used to complete the operation. There was no adverse event reported on the patient. The catheter was not used in patient. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2024, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.